Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2016, product type: catheter; ubd: 30-mar-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain. It was reported the patient had experienced diminished efficacy of pain relief. It was unknown when the issue began. A dye study was performed, and the hcp was unable to aspirate cerebrospinal fluid (csf) during the dye study. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was reported a catheter revision was planned for (B)(6) 2018. Therefore, the issue had not been resolved at the time of the report. The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) that reported it was not determined what caused the failure to aspirate the catheter access port (cap). Once the pocket was opened the cap was easily accessed and aspirated. The pump pocket was then closed. No further actions were taken. It was indicated the information had been confirmed with the physician/account.